Event description:
Patient is running continuous chemotherapy infusion. This morning, patient noticed pink drops on gown and sheet. The infusion was paused. Upon investigation, the filter was leaking from both of the "small holes" on the back of the filter. The chemotherapy team were at bedside. The filter was removed from the tubing and the infusion continued with no further leaks observed. The patient bathed and gown and bed linens were changed. I spoke with pharmacy and they said that the etoposide was a low enough concentration that a filter is not necessary, so the filter was not replaced for the remainder of the infusion. The filter holds 4 ml of fluid, (which the patient didn't get). I feel that the leaked chemotherapy agent on the gown and bedding was minimal. I estimate patient missed out on approximately 5 ml of chemo with minimal exposure from the leaked chemo. The clinical nurse took the faulty filter to give to the person in charge of product quality.